Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; no site visit was conducted, and no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a black-out in the operating room (or) occurred. The robot was not attached, and the surgeon converted the procedure to an open approach prior to calling a technical support engineer (tse) for assistance. The customer was concluding the surgery with another technique. No troubleshooting could be performed as the system was off. After the procedure, the customer powered on the system and the tse confirmed there were no system errors in the logs. The procedure was completed open with no additional patient harm, adverse outcome, or injury. There was less than a 15-minute delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.